Event description:
The customer reported via telephone that she could not access her carelink account. She was advised that carelink was unavailable at that time. The customer reported having a blood glucose value of 45 mg/dl, but stated she was well and would treat it with yogurt.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.